Event description:
A healthcare professional reported that a 60-year-old female patient underwent implant placement at tooth number 3 on (B)(6) 2026. The implant failed to osseointegrate before the second stage surgery. No fractured components or fit issues were reported. The implant was removed on (B)(6) 2026. Per the report the patient experienced pain and the symptoms were relieved with the removal of the device. It was reported that the patient did not experience permanent injury, nor did they required additional procedures and the patient's oral hygiene was noted as good. The implant was not replaced. Event was reported to the dental office located in (B)(6).

Manufacturer narrative:
Additional patient information has been requested from the customer. The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).